Event description:
Additional information was received that reported the manufacturer's representative met with the patient at the hcp's office on (B)(6) 2012 and the implantable neurostimulator (ins) was reprogrammed. The representative had no further updates. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient did not feel stimulation sensation for several months. The patient had tried every program at every setting and there was no stimulation. The patient would get up 3 to 4 times per night; frequency was every 15 to 45 minutes. Therapy had been effective until the past few months. About 2-3 months prior to report, the therapy did not seem to be working any more. Around that time frame, the patient started doing more sit-ups, but had not fallen or endured any trauma. The pocket site was "uncomfortable" and "burning." There was no swelling or redness and it did not feel warm. The patient felt a sensation of the implantable neurostimulator (ins) "moving and tearing at tissue." It was also indicated the pocket was loose. Changes to the ins site appeared about one month prior to report. There was no known accident or incident related to the event. The patient had an appointment scheduled for (B)(6) 2012. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-33, lot # v281384, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), product type programmer. ,(B)(4).